Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007, the patient was admitted for spinal fusion surgery using bmp/ rhbmp-2, lock screws, rods, cross connectors , floseal matrix. On (B)(6) 2008, the patient presented with pre-op diagnosis of chronic dysphagia and respiratory failure. The patient underwent following procedure: tracheostomy insertion and percutaneous endoscopy gastrotomy tube insertion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.